Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the electrode was missing upon insertion. The customer's blood glucose level was unknown. The customer stated that they visit hospital to check that no electrode had stuck in body. The sensor will not be returned for analysis.